Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and appeared intact. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported the right ventricle (rv) lead caused a perforation three days after the device was implanted. The physician tried repositioning the lead, but the helix mechanism was defective, and could not be extended. The lead was replaced for a different model, and the procedure was completed without further complications. The field reported the patient was doing fine.